Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their g5 mobile applications had an interruption due to ios upgrade on smart device. No additional patient or event information is available.